Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided photos identified the device to be fractured as reported. A review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product was discarded as biohazard by hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the locking mechanism fractured on the liner. Attempts have been made and additional information on the reported event is unavailable at this time.